Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 13th july 2011 and performed self-tests, up to the 1st july 2012. The pad-pak was removed and reinstalled on three occasions during this time. Multiple manual power ups, of mainly ten minute durations were recorded in the device memory between the 2nd july 2012 and the last log entry on the 4th august 2016. Power ups containing nonsensical data were recorded on the 11th june 2013. Power ups under one minute duration were also observed during this time. A test pad-pak was inserted into the device and the device passed a self-test. The device powered off with a warning memory full prompt and a flashing green status led. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The measurements taken during the investigation would indicate a failure of the membrane due to a breakdown in cross-over insulation resulting in leakage current. This caused the device to switch on automatically. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. Corrosion was observed on the on/off button and the shock key and a gritty substance was found surrounding the membrane and between some tracks of the membrane. This would indicate the device was subjected to adverse storage conditions.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Section h1 was input incorrectly, malfunction has now been selected instead of death.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.